Event description:
It was reported that during the implant procedure, the controller had multiple internal fault alarms due to a liquid crystal display (lcd) communication issue.. The lcd communication issue did not interfere with pump support for the patient. Once the surgeon was comfortable, a controller exchange was performed. The patient tolerated the exchange well. The alarms did not return on the new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, a log file (ba181127) was submitted for review and showed events spanning approximately 3 days ((B)(6) 2022, (B)(6) 2000, and (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during the manufacturing process of the controller. Events occurring on (B)(6) 2000 were recorded as default dates and appear to have occurred during initial set up of the controller. A controller fault alarm correlating to an lcd communication error was observed on (B)(6) 2022 from 08:56:30 ¿ 10:49:26. These alarms did not affect pump operation while the driveline was connected to the system controller. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding product return. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.